Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that during a total joint arthroplasty of touch cmc1, after the stem was impacted, the surgeon observed a piece of plastic at the base of the stem. The surgeon removed the fragment and then proceeded to complete implantation of the stem.